Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2011, inratio: 2.5, lab: 2.1 (tested one hour apart). On (B)(6) 2011, inratio: 2.2. On (B)(6) 2011, lab: 1.8. The testing performed on (B)(6) 2011 was part of annual check-up for atrial fib. The pt's coumadin dose was increased due to a blood clot that was found. Therapeutic range 2.0-3.0. On 6/27, blood work done: low platelet count and low thyroxine 4.1. He was told normal thyroxine range is (4.5-12). Pt has thyroid dysfunction. Difficulty obtaining enough sample from pinky; milking finger.

Manufacturer narrative:
Investigation pending.